Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. 30 retained samples have been visually inspected and no scratches on the tubes were found. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that the paxgene® blood rna tubes were found cracked prior to use. The following information was provided by the initial reporter: when opening the package, it found that 3ea tube's boby has cracks.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the paxgene® blood rna tubes were found cracked prior to use. The following information was provided by the initial reporter: when opening the package, it found that 3ea tube's body has cracks.